Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve/diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Concomitant product: c154dwk ICD, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009. (B)(4).